Event description:
The customer reported the autopulse nxt band (lot unknown) snapped right above the pin during use. The crew replaced the band and when doing so, they noticed that the autopulse nxt platform (sn 01780) was very hot. Then shortly after, the platform threw a code. No additional information was provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer reported complaint the autopulse nxt platform (sn (B)(6) was very hot and threw a code shortly after was not confirmed during archive review or functional testing. The customer reported complaint could not be reproduced. Based on the archive log review, no significant discrepancies were found in the archive file on the reported event date. According to the archive, on july 28, the last date of active operation, the initial surface temp was 28.61 °c, and the final surface temperature recorded after the event was 36.74 °c. The autopulse nxt platform passed the preliminary functional test without faults or errors. After the platform underwent continuous testing using the mztf (medium zoll test fixture) with two batteries until they were discharged without any faults or errors, the top enclosure, where the patient is positioned, was checked. It felt only slightly warm to the touch. The fan operated at normal speed. The autopulse nxt platform functioned appropriately and performed as intended. The reported complaint was not reproduced. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error.